Manufacturer narrative:
Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the imaging catheter was broken. An opticross¿ 6 imaging catheter was selected for use. During unpacking, it was noted that the rail of the opticross¿ 6 imaging catheter was broken. The procedure was completed with another opticross¿ 6 imaging catheter. No patient involvement was reported.